Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent nighttime hyperglycemia accompanied by frequent alerts and requested adjustment of target ranges; blood glucose at the time of the call was reported as unaffected, and the user was transferred to clinical management for guidance. Symptoms included elevated glucose levels during the night. Outcomes included user inconvenience due to excessive nocturnal alerts without medical intervention or hospitalization. Investigation included troubleshooting and education by clinical management with assignment for additional training. Investigation of this case revealed no device malfunction or alarms and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.